Manufacturer narrative:
Additional information: the roller did not open. There wasn¿t any difficulties removing the delivery system. Standard anatomy, no bifurcations or any deformation product analysis the device was returned with the red safety tab removed and a guidewire stuck in the device, guidewire was confirmed as 0.018¿ the device was returned with kinks observed on the gold outer sheath at approx. 13cm and approx. 18cm distal to the strain relief, the device was returned with a series of indentations running along the length of the silver outer sheath, the silver sheath measures approx. 47cm and the indents were at approx. 5mm spacings during functional testing the handle was opened, and the gold isolation sheath was kinked from approx. 4cm distally from the blue outer, the pullwire was intact the distal end of the device was skived back to reveal the stent, dried biologics were observed in the lumen and on the stent. The stent was confirmed as 120mm. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A physician was attempting to implant an everflex self-expanding peripheral stent with the entrust delivery system to treat the sfa. The IFU was followed. It is reported stent deformation occurred in vivo during positioning/deployment. A stent of the same model was deployed without issue first. The physician then tried to implant another stent distally and the pulley was stuck and could not be deployed. The physician used a non-mdt stent to complete the case. No patient injury reported

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.